Event description:
At the beginning of the dialysis treatment, the machine generated a blood leak alarm. Initially, there were no visible leaks observed by the staff so treatment was resumed. Immediately after resuming treatment, blood was observed at the level of the welding of the female luer connector of the accessory extension line sp-420. Treatment was stopped and the bloodlines replaced and treatment continued. There was an estimated blood loss of 5-10 ml from the external leak; there was no indication whether the blood in the extracorporeal circuit was returned to the patient.

Manufacturer narrative:
The involved bloodline was not returned for analysis. An analysis of device history record and quality control data for the involved lot 1419 was performed. No defects were found in internal production that could be related to the failure claimed. According to complaint data history, no similar incident of external blood leak at the level of the welding of the female connector of the sp-420 has been reported on this lot number. From january 2011 to-date, no similar event reporting external blood loss events associated with a crack of the female luer lock connector of the sp-420 extension line has been reported to gambro. Based on the available information and investigation results, no firm conclusion about the cause of the reported event can be ascertained.